Event description:
It was reported that the procedure was to treat critical limb ischemia in the anterior tibial artery with heavy tortuosity and heavy calcification. The armada 14 balloon catheter was inserted over the non-abbott guide wire and advanced to the lesion. When attempting to pressurize the device to 12 atmospheres (atm), pressure reduced rapidly. Although the physician initially thought that a balloon rupture occurred, fluid was then noted to be leaking from the guide wire lumen. The procedure was completed by using a non-abbott balloon catheter. It was reported that force was not applied during preparation handling and removal of the device from the dispenser. The device was inspected after the procedure, however no damage of the device was noted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The returned device analysis identified a leak in the flush port of the hub, which prevented the balloon from holding pressure. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The probable cause of the hub leakage was related to the adhesive material used during the component bonding process. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant: guide wire: cruise14 (asahi intecc); guide cath: parent 5f (medikit). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.